Event description:
During a routine cataract extraction procedure the surgeon reportedly experienced a corneal burn in the operative eye. The pt required three sutures to close the incision. It is not known at this time if the pt will require add'l surgery to repair the injury. The surgeon requested that the machine be checked before it is used again.